Event description:
It was reported that the patient experienced two episodes of shocking from their implantable neurostimulator. Impedances were checked and came back normal. There were no changes in stimulation with palpations. If additional information becomes available, a follow-up report will be sent.

Event description:
The patient has not experienced any more shocking. The cause of the shocking had not been determined and no troubleshooting/ intervention had occurred.

Manufacturer narrative:
Lead model 3387s-40 lot# v386575 implanted: (B)(6) 2010 explanted: na; lead model 3387s-40 lot# v386575 implanted: (B)(6) 2010 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6)2010 explanted: na.